Manufacturer narrative:
Additional information.

Event description:
Additional information was received from the optometrist clarifying that the postoperative values are with correction

Event description:
A healthcare professional reported bad results of the procedure in a patient's left eye. Customer reported unexpected refractive outcome after several months. Additional information has been requested but not received to date. This is one of seven reports being filed for this patient. This report is for patient 2 left eye.

Manufacturer narrative:
Additional information provided: evaluation summary: no material was returned for evaluation. The log file review showed (day of treatment (B)(6) 2014) no system messages or other abnormalities. No issues were detectable during the reported treatment which can contribute to the reported issue. Documentation review showed: taking the necessary adjustment for corneal plane refraction, the applied corrections for left eye were ~5.50, which matches the planned correction of -5.50. The induced astigmatism was small and central (at 3.00mm ~1.50 dpt of astigmatism and 0.3 dpt at 5.00mm). The system history showed that the laser was verified successfully prior and after the date of report. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).